Event description:
A customer reported to baxter healthcare regarding the vialmate reconstitution device in which a leak occurred after the vial mate tore the port off the .9% sodium chloride injection, usp. Drug vial unknown. This was observed during reconstitution. There was no report of adverse event, patient involvement, patient injury, or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).it is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: one actual sample was returned to the plant for evaluation. The reported condition of a "leak after the vial mate tore the port off the IV bag" was not confirmed. Manufacturing processes were reviewed and no abnormalities were found. Therefore, an assignable root cause could not be identified. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.